Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered during compounding and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between august 8, 2018 to august 9, 2018. Three (3) devices was not received for evaluation; therefore, a device analysis could not be completed. The other three (3) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed from the spike port at the spike port cap of all returned samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.